Event description:
When withdrawing heparin from venous port a large amount of air withdrawn. The patient was sent to the hospital and the catheter was repaired using the repair kit. As per the hospital, a crack was noted at the venous luer hub to extension. The next day the same happened to the arterial port. The arterial limb was repaired at the hospital.